Manufacturer narrative:
The tube cev647b5 was returned for evaluation: device history record (DHR): the DHR has been reviewed and no anomalies that could be associated with the complaint were observed. Failure analysis: the evaluation was unable to conclusively verify the complaint as valid. The device passes the electrical test. After assembling with the received inserts and handles, the test of electrical continuity is compliant. The coating is slightly damaged near the threading where the insert is screwed but this defect cannot explain the coagulation issue, the thickness of the coating is sufficient to assure a good insulation. Root cause: the investigation did not highlight any defect; the complaint could not be confirmed. This issue may be due to an improper use or the use of a defective cable or generator.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 8 of 9 reports linked to mfg report numbers: 2523190-2021-00110, 2523190-2021-00109, 2523190-2021-00111, 2523190-2021-00112, 2523190-2021-00113, 2523190-2021-00114, 2523190-2021-00115, 2523190-2021-00117. A facility reported that during use on a patient for an unspecified procedure, in which the tube cev647b5 was being used, the surgeon could not coagulate. There was no coagulation despite the increase of intensity and power on the generator and change of the cable. There was surgical increased time of 20 minutes without injury to the patient.